Event description:
It was reported that customer experienced continuous glucose monitor error while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support while pump was turned off, received guidance, and planned to follow up with technical support if issue persisted, with no additional corrective actions reported.